Event description:
It was reported that high pacing impedance and r wave amplitude variation were observed on the right ventricular (rv) lead. Dislodgement was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, and high pacing impedance. As received, a complete lead was returned in one piece with helix found extended and clogged with blood and tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of r-wave amplitude variation and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.